Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient (B)(6) received ineffective stimulation on the right side from his dbs system. Diagnostic testing revealed high impedance readings. Subsequently, the patient underwent surgical intervention wherein the right lead was explanted. The patient's left lead remains implanted. Please note: this patient was a participant in the progress clinical study.